Manufacturer narrative:
Trackwise ID 789270. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2, a vessel could not be cauterized. The jaws were inserted closed in the cannula. There was a little resistance only at the beginning. There was no problem with the cable disconnection and the power supply settings were fine. There was no delay in processing. A new device was sent out and the operation was completed with no problems and no impact on the patient.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7, h2, h6, h10 the lot # 3000263850 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a